Manufacturer narrative:
The customer's calibrations were ok. Qc on the date of the event was within +/- 1sd. The alarm trace demonstrated no relevant messages around the time of the events. A general reagent issue can be excluded since the qc was within range. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable high elecsys hcg + beta test system results for four patients on a cobas e411 disk. The questionable results were reported outside the laboratory. The same samples were repeated for confirmation. The repeat results were determined correct. Patient 1's initial hcg result was 70.18 iu/l with a data flag. On (B)(6) 2020, the repeat hcg result was 0.132 iu/l. Patient 2¿s initial hcg result was 5.99 iu/l with a data flag. On (B)(6) 2020, the repeat hcg result was 0.128 iu/l. Patient 3¿s initial hcg result was 117.2 iu/l with a data flag. On (B)(6) 2020, the repeat hcg result was 0.295 iu/l. Patient 4¿s initial hcg result was 53.65 iu/l with a data flag. On (B)(6) 2020, the repeat hcg result was 0.100 with a data flag. Patient 2 is a (B)(6) year old female. Patient 3 is a (B)(6) year old female. Patient 4 is a (B)(6) year old female. Hcg reagent lot number used for patient testing was 430912 with an expiration date of 28-feb-2021.